Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, redness at the site was observed following use of a 6f¿12f mynx control venous vascular closure device (vcd). The patient was given antibiotics. The device was deployed successfully, and the patient did well in recovery. The patient returned for a post-operative follow-up visit where the redness at the site was noted. No other signs of infection were reported, and no pus was indicated. The provider expressed concern as infections had not been previously observed in similar procedures. The device will not be returned for evaluation.